Event description:
It was reported that the patient experienced pain at the neurostimulator (ins) and lead site. The patient's lead was re-tunneled, and the ins was moved. Further information is being requested from the hcp.